Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was unexpected high ultrafiltration (uf) for therapy compared to other therapies. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014, 11:28:05. During night drain cycle one, the patient's ultrafiltration reading was 7405ml, indicating the home patient (hp) drained 7405ml more than their maximum programmed fill volume of 250ml. No additional information is available.